Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the catheter was removed and reviewed, it was identified that the "distal lumen is in poor condition." And "the catheter is not used for infection in lumen."

Manufacturer narrative:
(B)(4). Based upon the limited initial information we determined that this event was a reportable malfunction. However, a sample was received and examined and the condition of that sample altered our interpretation of the complaint information. We no longer consider this event to be reportable and request to withdraw the initial report. The sample was observed to be unused and the issue related to packaging.